Manufacturer narrative:
A portion of an osseotite xp® implant 4/5 x 13mm (item # os4513) was returned for investigation, still connected to its abutment and crown. Visual inspection of the as returned product identified a clean fracture that has separated the lower portion of the implant from the upper portion and crown assembly, but no other signs of significant wear or deformation. The reported malfunction was confirmed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A device history review was performed and no related nonconformance¿s were noted. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A complaint history search was performed using our complaint handling system and there were no additional related complaint for this product lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. B4: date of this report. D4: device expiration. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative. Note: b5 and h1 were re-entered as these fields are required.

Event description:
There is no additional event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported an implant (os4513) fracture. Implant was removed. Tooth location 30.